Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The incident with the use of the librelink app was reviewed and did not identify issues with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer obtained the no message when using librelink. As a result, on (B)(6) 2021, the customer experienced a "violent reaction from her legs and arm that she can control" and had a seizure and lost consciousness. The customer regained consciousness and was able to self-treat with orange juice for treatment. There was no third-party medical treatment reported. No further information was reported. There was no report of death or permanent injury associated with this event.